Event description:
The customer reported an alarm and insulin squirting during the manual prime. Troubleshooting was performed, and found that the drive support cap was protruded. The customer stated that he did press on the cap at some point, but he was disconnected at the time. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Motor passed motor test. Unit had scratched display window and case and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.